Manufacturer narrative:
Evaluation of the returned ruby coil revealed the embolization coil was detached from the pusher assembly, therefore, the reported inability to advance the device from its initial position within the introducer sheath could not be confirmed. Evaluation revealed the embolization coil was detached within introducer sheath friction lock due to an sr component fracture. If the coil was retracted all the way through the sheath, resistance will be experienced at the friction lock. Further retraction against this resistance likely contributed to the coil detachment and offset coil winds. This damage was incidental to the reported complaint and likely occurred due to the ruby coil being retracted through the introducer sheath friction lock after the reported resistance occurred. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported inability to advance the ruby coil from its initial position within the introducer sheath. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in a visceral vessel using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, a ruby coil would not advance at all past its initial position within its introducer sheath. Therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.